Manufacturer narrative:
Results: the ace60 was kinked approximately 6.0 cm, 12.0 cm and 60.5 cm from the hub. The device was ovalized approximately 110.0 ¿ 111.0 cm, 112.5 cm and 118.0 ¿ 118.5 cm from the hub. Conclusions: evaluation of the returned ace60 confirmed a kink near the hub of the device. If the device is mishandled during removal from its packaging hoop, damage such as a kink may occur. Further evaluation revealed additional kinks and ovalizations. These damages were likely incidental to the reported complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a thrombectomy procedure, the physician noticed that a penumbra system ace 60 reperfusion catheter (ace60) was kinked after removing it from the packaging. The damage to the ace60 was found prior to use and, therefore, it was not used in the procedure. The procedure was completed using a new ace60.